Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The core universal driver was sent for analysis because it was running by itself during a procedure. A readily available replacement device was used for the procedure with no clinically significant delay. No adverse event was associated with the device.